Event description:
Caller states neonate patient received results of 2.2 mmol/l on aviva system 1 and 3.3 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder head display was blank. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 302387, expiration date 07/31/2011). (B)(4).